Manufacturer narrative:
Received one used 123390488 primary plum set for inspection. As received, the filter was wetted out with prior infusate. The set was leak tested per product specifications. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 12/17/2024.

Event description:
It was reported that a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch generated a leak during patient use. The reporter stated, ¿the set had filter vent leakage on the second day.¿ the event occurred during the infusion of 5-fluorouracil (5fu). There were no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, tears, or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature conditions. The affected sample is available for return for evaluation. There was no further information available. There was patient involvement and no patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. (B)(6).